Event description:
Information provided states that during case the torque limiting driver would not ratchet, surgeon was unable to turn the handle. Surgeon used custom square driver to final tighten set screws resulting in a delay in the case.